Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient wanted to know if they could have damaged their implant. Patient said normally they feel a bump out of the body towards the butt end and now they feel like it might be flat. Patient wanted to make sure they didn't do any damage when they kind of fell back on it yesterday. Patient mentioned they have regular back pain that could make soreness. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.